Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the infection was multiple hours of pneumonia, multiple doses of steroids, a tissue breakdown as a result of weight loss over the generator site, and an immunocompromised state. The device was explanted as a precaution. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the ins site was infected and it was removed on (B)(6) 2018. No further complications were reported.